Manufacturer narrative:
It is unclear with the reported information if the customer was using the device on transport with only internal battery power and how long it lasted while on battery power. It is recommended to only utilize external batteries if the device is to be used during transport and run off of a/c power so it possible the customer was not using the device as intended when they experienced the adverse event. It is unclear if an actual malfunction occurred or if the internal battery ran out of power as expected based on the length of use. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that during transport, on battery, the ventilator powered off due to low battery charge state. The patient had to be manually ventilated by respiratory therapist and then placed on alternate ventilator. There was no patient harm reported. The internal battery was replaced and the unit seems to be operating per specifications.